Manufacturer narrative:
This event occurred in canada, see e1-e3. H3, h6: the returned probe was analyzed. It had a bent tip. There was also galling and impact marks at the back end. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the thoracic navigated probe was bent during use on very hard bone. The surgeon stopped using it and switched to the navigated lumbar probe with no issues to the patient. When the staff tried to remove the probe from the orange instrument tracker, it was clear that it was bent at the connection point to the instrument tracker. Once the probe was removed from the instrument tracker, the staff tried to insert another instrument into the instrument tracker without success. It was then evident that the instrument tracker was bent in the working channel that accepts instruments. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.